Event description:
Received information stating that during an ankle surgery two tornado hinges broke. As per reporter, they were replaced with phantom hinges. The surgery was prolonged by 120 minutes. Patient was reported to be in a fine condition.

Manufacturer narrative:
Device involved in this event was returned for investigation. Once the investigation is completed a follow-up report will be submitted.